Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a crack in the battery compartment and evidence of moisture inside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas and evaluated on 09/04/2014 with the following findings: a visual inspection revealed that the battery compartment was cracked and had a leak. There was evidence of moisture corrosion in the battery compartment. When the pump was opened for inspection there were no other signs of moisture ingress present. Unrelated to the moisture ingress issue, the display screen was found to be dim and discolored when the pump was powered on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.